Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise on the surface electrocardiogram. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting and programming options. The observed noise was attributed to sense b node impairment. This device system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise on the surface electrocardiogram. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting and programming options. The observed noise was attributed to sense b node impairment. This device system was subsequently explanted and replaced. No additional adverse patient effects were reported.